Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. After a guide catheter crossed the lesion, pre-dilation was performed using a 2.0x20mm non-bsc balloon catheter. Then a 2.75x32mm synergy drug-eluting stent was advanced through the guide catheter but failed to cross the lesion. The physician felt that the device was slightly bigger so the device was removed; however, the stent was caught on the guide catheter. Angiography was performed and revealed that the stent was dislodged in the femoral artery. Surgery was then performed to remove the dislodged stent and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy (B)(6), mr, 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was not returned. The balloon cone profiles were reviewed and it was noted that the proximal to centre folds appeared relaxed and the centre to distal balloon folds were tightly folded. It is not clearly evident if the balloon was subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The proximal markerband was positioned inside the proximal balloon sleeve. The proximal and distal stent to markerband lengths were measured and are within specification. A visual and tactile examination found multiple kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found the extrusion is twisted on the proximal side of port site. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. After a guide catheter crossed the lesion, pre-dilation was performed using a 2.0x20mm non-bsc balloon catheter. Then a 2.75x32mm synergy(tm) drug-eluting stent was advanced through the guide catheter but failed to cross the lesion. The physician felt that the device was slightly bigger so the device was removed; however, the stent was caught on the guide catheter. Angiography was performed and revealed that the stent was dislodged in the femoral artery. Surgery was then performed to remove the dislodged stent and the procedure was completed. No patient complications were reported and the patient's status was good.